Manufacturer narrative:
(B)(6). This report is for one (1) unknown expandable radiolucent (xrl cage). Initial implant date reported as 2013, exact date is unknown. Device remained implanted in the patient. Thus the explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation, as it remained implanted in the patient. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an anterior l4 corpectomy with synthes expandable radiolucent (xrl) cage, thoracolumbar spine locking plate (tslp) and four 5.5 titanium cancellous locking screws from l3-l5 in 2013. There are no issues with this hardware currently. The patient developed spondylolisthesis at l5-s1 below the levels of the 2013 fusion and possible non-union during an unknown time. Surgeon is not sure that the patient had a fusion at the l3-l5 levels from the 2013 surgery. On (B)(6) 2016 patient underwent revision surgery. Surgeon revised patient to universal spinal system (uss) dual opening titanium (ti) screws from l3-s1. After performing decompression, rods were placed and the spondylolisthesis was reduced. The procedure was completed successfully. This report is for one (1) unknown expandable radiolucent (xrl cage). This is report 3 of 3 for (B)(4).